Manufacturer narrative:
Unique device identifier (UDI) (B)(4). Two (2) vials of test strips were provided for investigation and were tested using a retention meter and high-level control sample. Vial #1 testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.7 inr. Qc 2: 2.7 inr. Qc 3: 2.7 inr. Vial #2 testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.6 inr. Qc 2: 2.6 inr. Qc 3: 2.6 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The returned and the retention material meet the specification. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We received a report of questionable results obtained on a coaguchek xs meter, serial number (B)(4), compared to a laboratory result utilizing a stago analyzer with neoplastin reagent. The meter result was 4.6 inr, 54.8 sec. The laboratory result was 3.3 inr, 33.3 sec., taken 2 minutes apart. Based on the 4.6 inr received, the patient was advised to hold coumadin for 1 day and retest on (B)(6) 2021. The result on a different coaguchek xs meter on (B)(6) 2021 was 2.6 inr. The reporter states that the provider believed the 3.3 inr and 2.6 inr were the more accurate results. The patient's therapeutic range was 2.5-3.5 inr and, the testing frequency was, "every few days".